Event description:
The patient reported experiencing a drop in blood pressure in the middle of the night. Follow up was conducted and was unable to determine if this event was device related. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.